Event description:
It was reported that on (B)(6) 2009, the patient underwent a xience v stenting procedure in the distal left anterior descending artery (lad) with one 2.5 x 28 mm stent and one 3.0 x 28 mm stent and in the proximal lad with one 3.0 x 28 mm stent. On (B)(6) 2011, the patient was hospitalized with progressive dyspnea on exertion and associated chest pain. The patient underwent percutaneous coronary revascularization balloon angioplasty in the index lesion for in-stent restenosis. The patient's condition resolved and the patient was discharged home on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicates that on (B)(6) 2011, the patient was hospitalized with dyspnea on exertion, chest pain and underwent percutaneous coronary revascularization in the index lesion for in-stent restenosis with a non-abbott stent. The patient's condition resolved and the patient was discharged one day after the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Aspirin 81 mg, (B)(4). Stent: 2 xience v 3.0 x 28 mm. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, dyspnea and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.